Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and a stained address and serial number label. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 118 mg/dl. The customer did not recall any significant event leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.